Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the x-ray provided confirms the break and demonstrates lack of bony support of the stem at the greater trochanter likely due to stress shielding. This could have played a role in the eventual failure of the stem 9 years later. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported broken stem cannot be confirmed. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the stem broke inside the patient. Patient complained of pain and the stem was revealed to be broken in x-ray. A revision surgery was performed due to this incident.